Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states getting a creaking/squealing noise from right motor while driving, then motor will seize and chair will not drive straight.